Event description:
Info received indicates the casters are not holding when in brake.

Manufacturer narrative:
The technician found the brake/steer shaft was damaged. He replaced the brake/steer shaft to repair the stretcher.